Event description:
It was reported the patient stopped maintaining the ipg as recommended. As a result, the ipg is inoperable and unable to communicate with the charger and programmer. The next course of action is unknown at this time.

Manufacturer narrative:
Field correction: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.